Event description:
During surgery, the jaw broke and fell into the pt cavity, and the piece was retrieved by the surgeon. The pt had no complication or risk. No additional pt info was provided.

Manufacturer narrative:
The device with an unk lot number and unk s/n that was used during surgery will not be returned; therefore no investigation could be conducted and a root cause could not be determined. Since the lot number was not provided, the device history records could not be reviewed. Four photos were received and showed the jaws intact, however, part of the boot may be missing; the pictures are grainy and dark. This type of damage is consistent with the jaw boots being damaged by insertion and/or removal from the trocar when the jaws are not fully closed.